Event description:
It was reported through a journal article that one patient was revised approximately 3.5 years postoperatively to a reverse shoulder arthroplasty due to recurrent posterior subluxation, pain, and decreased range of motion and strength. During the revision procedure, the convertible baseplate was retained and converted, and the bone graft from the index surgery demonstrated complete integration. It was further noted that the onset of pain was approximately 24 months post implantation, and the patient never fully achieved full rom post implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4, b4, b5, b7, g3, g6, h2, h11. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). G2: literature - cirino, carl m.; peterson, joel r.; williams, anna b.; cecere, robert a.; finocchiaro, anthony; chabot, peter j.; gulotta, lawrence v. (2026). Short-term outcomes of bone grafting in conjunction with the comprehensive total shoulder system with a convertible metal-backed glenoid. Elsevier, 35, e208-215. Doi: 10.1016/j.jse.2025.06.015. H6: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that one patient was revised approximately 3.5 years postoperatively to a reverse shoulder arthroplasty due to recurrent posterior subluxation, pain, and decreased range of motion and strength. During the revision procedure, the convertible baseplate was retained and converted, and the bone graft from the index surgery demonstrated complete integration. Attempts have been made and no further information has been provided.